Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - an x-ray was taken 10 day post operation and all was fine. A one month post operation x-ray was taken and the patient was dislocated. The patient is not sure what he did. The surgeon tried to close reduce with no luck, and then had to surgically repair. The surgeon decided to go from a 12 mm of buildup to 8mm.